Event description:
It was reported "2 hours after insertion, an alarm displayed "check iabp cath and kinked". A line check was performed, and no kinking was found, instead blood was observed exiting the helium tubing, and the patient vomited twice. The patient was then rushed to the cath lab, where it was found that the balloon was not inflating, and the ballon tip had shifted distally. Aspiration from the balloon tubing revealed flowing blood, suspected to indicate balloon rupture. The iabp was turned off and iabc replaced with a new unit. After the replacement, the balloon inflated properly and good augmentation was achieved".no patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer attached pictures were reviewed. The photos show the iabc bladder was noted to be damaged near the distal tip of the bladder, consistent with being ripped/torn from the iabc distal tip. It could not be confidently determined what caused the iabc bladder to be damaged or when the damage occurred. The photo shows blood was confirmed present within the helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was observed exiting the helium tubing" is confirmed based on the submitted photos. The product was not returned for investigation. The photos show that the iabc bladder was noted to be damaged near the distal tip of the bladder, consistent with being ripped/torn from the iabc distal tip and blood was confirmed present within the helium pathway. It could not be confidently determined what caused the iabc bladder to be damaged or when the damage occurred. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No fur-ther action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "2 hours after insertion, an alarm displayed "check iabp cath and kinked". A line check was performed, and no kinking was found, instead blood was observed exiting the helium tubing, and the patient vomited twice. The patient was then rushed to the cath lab, where it was found that the balloon was not inflating, and the ballon tip had shifted distally. Aspiration from the balloon tubing revealed flowing blood, suspected to indicate balloon rupture. The iabp was turned off and iabc replaced with a new unit. After the replacement, the balloon inflated properly and good augmentation was achieved". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).